Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced telemetry issues. An overdischarge of the patient's implantable neurostimulation was suspected. The last successful recharging session, and the last time any stimulation was felt, was six to twelve months ago. A power on reset (por) condition was encountered. The patient also experienced a warm sensation in or around the neurostimulator pocket during recharging. It was later reported that it was not possible to get a "reading" from the neurostimulator. The patient was instructed to recharge the device for sixty minutes. There was no information provided regarding the outcome of this process. The patient attempted to recharge multiple times, but was unable to recharge as a coupling could not be achieved. The inability to recharge was suggested to have caused the por. The patient's device had not, previously, been overdischarged. The patient was not receiving effective stimulation therapy and was to have a x-ray performed on (B)(6), 2011, to determine if the device had flipped in the pocket. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.